Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown and troubleshooting was not performed. Customer was able to complete pump rewind and clear the alarm. Self test was performed and it did not pass. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin on keypad assembly.